Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2016. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, duration and route not reported) for peritonitis. The patient was recovered from this peritonitis event. Dianeal therapy was discontinued. On an unreported date, the peritoneal catheter was removed (due blockage) and the patient was switched to hemodialysis. No additional information is available.